Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, withdrawal resistance occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). The lesion was predilated with a 3.0x30mm maverick balloon. After predilation, the lesion was 50% stenosed. The 2.25x20mm taxus liberte stent was then advanced to the lad; however, at the mid third of the anterior descending artery, the stent got stuck on the proximal curve of the lesion which had very calcified plaque. The physician attempted to remove the stent delivery system (sds) and while doing so, the stent got caught on the tip of the non bsc guide catheter and the physician had to remove everything as a system. The physician attempted to cross the lesion again with the 2.25x20mm taxus liberte stent but the device was still unable to cross the lesion. The stent was removed and the procedure was successfully completed with a different device. No patient complications were reported with the patient's current condition listed as "stable".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).